Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient was in a car accident last wednesday (B)(6) 2012. Ever since then she felt stimulation in the wrong leg. The patient had not contacted her healthcare provider yet. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer: model # 37742, lot # njd017857n; recharger model # 37752, lot nka025405n; lead model # 3998, lot # v002444, implanted (B)(6) 2006, explanted unknown; extension model # 3708360, lot # nkc004362n, implanted (B)(6) 2006, explanted unknown; extension model # 3708360, lot # nkc001786n, implanted (B)(6) 2006, explanted unknown. (B)(4).